Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that severe tricuspid regurgitation was caused by the right ventricular lead going through the valve. The physician scheduled the patient for lead explant but not performed yet. The patient was stable.

Manufacturer narrative:
The complete lead was returned in two pieces. The connector portion was measured at 9.5 cm and the distal portion was measured at 48.0 cm. The damages found were sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received indicated that the rv lead was explanted and replaced. The lead functioned and tested normally; there was no alleged malfunction. The patient was stable throughout and following the procedure.